Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the ER due to a blood glucose (bg) level of 35 mg/dl, a seizure, and a fall resulting in customer injuring head. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem sensor issue. Bg was addressed via a glucagon injection, and intravenous saline. Reportedly, the customer left the ER 3 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.